Event description:
The libre 2 cgm is very inaccurate. I began to be suspicious when my numbers did not match my meal choices, exercise level and physical state of being. I began testing the cgm against my blood glucose and found that the numbers were 20-30 points higher on the cgm, even accounting for the 10 minute delay. (Blood then cgm). I called the company and after 1 hour and 6 people, no one had an answer for this discrepancy. They sent me a new one and after 3 devices, all were inaccurate to the same degree. I did not compare every number but in 25 tests at least 12 were false highs. Online investigation led me to believe there should be a 3-4 point discrepancy between cgm and blood. Also, the company provides no directions on removing the device. Once again, a third party online also complained about this and experimented with various processes to safely remove it without damaging skin. (Dark bruising and pain). This is just one example. I have multiple examples plus photos of the bruising caused by removing the sensor without directions. FDA safety report ID #:(B)(4)